Event description:
A surgeon had performed a proximal interphalangeal joint arthroplasty. After surgery, the pt was having worsening pain in the operative finger and x-rays showed some migration of the proximal component. The doctor did state that the pt had compliance issues throughout his treatment. The pt underwent a revision of the component. Three weeks after the revision the pt had drainage and an active infection. The pt subsequently underwent debridement and removal of the implant. The joint was to be fussed after the infection was resolved.

Manufacturer narrative:
Very little info was supplied about this event and attempts are being taken to obtain any additional info. Based on the initial report, there may have been a lack of compliance to post operative therapy by the pt. This may have caused or contributed to migration of the device. If any additional info is obtained, a supplemental report will be submitted if appropriate.